Event description:
It was reported that the user experienced hypoglycemia with a low of 32mg/dl while the ilet was off for an extended period due to illness and subsequently required assistance setting up the device after a factory reset; troubleshooting and user education were provided, and the device issued low and urgent low alerts. Symptoms included light-headedness and weakness. Outcomes included self-management without medical intervention or assistance from others. Investigation included a review of device performance through user interview and troubleshooting. Investigation of this case revealed no device malfunction and that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with cause undetermined and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.